Event description:
The pt was revised due to loosening of the talar with minimal wear on the insert.

Manufacturer narrative:
Examination of the returned product and provided x-rays by a depuy warsaw product development engineer confirmed the reported problem. The cause of the loosening could not be determined. Review of the device history records for the talar component did not reveal any manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for the talar component part and lot number combination. Based on the investigation, the need for corrective action is not indicated.